Manufacturer narrative:
The investigation into the delivery issues-anatomy has been completed. No product was returned for evaluation. As per clinical review, the impella 5.5 pump would not advance through the innominate artery into the ascending aorta with the patient having stenosis and the case aborted due to vascular complications. The cause of the delivery issue was patient condition related with the patient having stenosis at ascending aorta and the pump was unable to advance due to vascular complications.

Event description:
The user facility reported a 41-year-old female post cardiotomy cardiogenic shock/low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support as escalation of care from veno-arterial extracorporeal membrane oxygenation (va ECMO) and intra-aortic balloon pump. The pump would not advance through innominate artery into the ascending aorta despite multiple attempts. The procedure was aborted. No known patient harm or injury.